Manufacturer narrative:
The nc solarice device is considered to be the same as nc euphora with the exception of a different brand name and minor differences in the labeling. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc-solarice rx ptca balloon catheter. There was no damage noted to the packaging. It was reported that the balloon was noted to be leaking and a detachment occurred. The detached portion of the device remains in the patient. The patient was reported to be alive but intubated and awaiting further tests.

Manufacturer narrative:
Image analysis review: an image shows lesions in the proximal lad and the first diagonal. An image shows pre dilation of the prox lad/diagonal 1. Support wire is visible in the lad. An image is of a contrast shot after pre dilation. An image shows diagonal 1 being pre dilated. An image shows the balloon is not conforming to the wall of the vessel indicating restriction in expansion. An image shows one markerband is visible indicating a detachment of the device. An image shows the marker band visible at the distal end of the guidewire indicating the detached portion is being pushed into the distal vessel. There were no images showing the reported leak. There were no images showing the use of an aspiration device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was moderately tortuous and severely calcified, with 90% stenosis located in the proximal lad. The device was inspected. Negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The device was not kinked and restraightened during use. Wiring was attempted beside/around the detached portion but was unsuccessful. Aspiration with aspiration device (export) was attempted but was unsuccessful. Finally, the detached portion was pushed as distally as possible into the apical lad. The patient did not suffer an acute complication but the detached portion was lodged into the apical lad, which is too far to intervene on or stent. No significant myocardial injury was encountered. Patient remained stable but requiring respiratory support. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: deformation was evident to the distal tip. A section of the tip appeared to have detached, the material appeared jagged and uneven at the detachment site. There was a hole visible in the tip. There was a detachment of the balloon material, approx. 2cm of the balloon material remained. The balloon material appeared jagged and uneven at the detachment site. There was no stretching evident to the proximal balloon bond. The inner and outer shaft appeared deformed. The inner member appeared to have detached immediately distal to the exchange joint. The material at the detachment site was jagged and uneven. There was no other damage evident to the remainder of the device. Additional information: no difficulty was experienced removing the stylette. No force was required to remove the stylette. The lesion was pre-dilated with a regular compliant balloon. Stenosis remained after pre-dilation with the regular compliant balloon. 2 dilatations with the nc solarice were performed without success in cracking the lesion. There was resistance in pulling the balloon and it felt like being stuck. Multiple attempts in retracting or advancing the balloon were done but the balloon did not move. More forceful pulling led to separation of the 2 balloon markers and it seemed like the balloon shaft was split half way between markers. The detachment occurred during removal of the device from the stenosed lesion. If information is provided in the future, a supplemental report will be issued.